Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.

Manufacturer narrative:
Estimated date of event. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional seven prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported a total of eight prostyles were used with the pre-close technique for an endovascular aneurysm repair (evar) interventional procedure. Reportedly, "the knot kept coming back outside the skin with device after deploying before clamping to the side." The same issue occurred with all devices. The method to achieve hemostasis was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.